Event description:
The customer reported the system repeatedly displayed filament regulator failure and overload fault errors. The errors forced the customer to reboot the system. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.